Manufacturer narrative:
Qn#(B)(4). The customer returned one guide wire assembly and dilator for evaluation. Visual examination revealed the guidewire had slight bends along its body and was severely kinked at primarily one location. The proximal and distal welds were intact. The returned guide wire was severely kinked 250 mm from the proximal end. The total length of the guide wire measured to be 456 mm which is within specifications of 450-458 mm per product drawing. The outer diameter of the returned guide wire measured to be 0.798mm which is within specifications of 0.788-0.826 mm per product drawing. The returned guide wire was advanced through the returned dilator and a lab inventory 18ga needle with minimal resistance. Resistance was only encountered at the kinked portions of the guidewire. A manual tug test confirmed the distal and proximal welds were fully intact. A device history record review was performed with no relevant findings. The IFU provided with this kit includes the following warnings and cautions for the user: "do not cut guide wire." "If resistance is encountered when attempting to remove spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel." "Warning: although the incidence of spring-wire guide failure is extremely low, practitioner should be aware of the potential for breakage if undue force is applied to the wire." Warning: do not apply excessive force in removing wire guide or catheters. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested. "Warning: practitioners must be aware of the potential for entrapment of guide wire by any implanted device in the circulatory system (i.e. Vena cava filters, stents). Review patient's history before catheterization procedure to assess for possible implants. Care should be taken regarding the length of spring-wire guide inserted. It is recommended that if patient has a circulatory system implant, catheter procedure be done under direct visualization to minimize the risk of guidewire entrapment". The customer report of a damaged guide wire was confirmed by complaint investigation of the returned sample. The guide wire was kinked along its body. The sample passed all relevant dimensional and functional testing, and a device history record review was performed with no relevant findings. Based on the condition of the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports: cvc kit with a defect in the guide wire.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: cvc kit with a defect in the guide wire.